Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient developed a pneumothorax. The biopsied lesion was 1cm in size located in the right middle lobe abutting the fissure. The patient had a medical history of chronic obstructive pulmonary disease (copd), a history of breast cancer, atrial fibrillation with a rapid ventricular response in the context of anticoagulation, watchman procedure, and obesity. The procedure was completed. An intraprocedural fluoroscopy did not show the presence of a pneumothorax, but a very small pneumothorax was identified via a post-procedure chest x-ray - the patient was asymptomatic. The physician believed the pneumothorax occurred because the nodule was small and, on the fissure, and that the forceps biopsy likely pulls and tents the fissure resulting in possible pneumothorax especially under high positive end-expiratory pressure (peep). Per the physician, the pneumothorax was likely to occur with any other type of biopsy modalities because of the location and size of the lesion and that a biopsy with other biopsy tools would not have been attempted. The physician also believed that if a cone beam computed tomography (CT) would have been available and just fine needle aspiration, this could have limited the chance of a pneumothorax. Aspiration with 100% resolution and a heimlich valve left in place for 12 hours were used to resolve the pneumothorax. Aspiration of the pneumothorax was chosen out of caution since patient was elderly and poorly responsive to follow-up. The patient was observed for less than 24 hours, then discharged home. The diagnosis was lung adenocarcinoma. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.